Manufacturer narrative:
(B)(4) initial report. Report source, foreign: event occurred in (B)(6). Customer has indicated that the product is available to be returned to zimmer biomet for investigation. Patient information is not allowed by country regulations. Postal code: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the trial bearing broke when the surgeon tried to take it out from patient. No harm to patient. Belongs to z15 house set.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product returned and correct lot number identified. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the trial bearing broke when the surgeon tried to take it out from patient. No harm to patient.

Manufacturer narrative:
(B)(4), this follow-up final report is being submitted to relay additional information. Complaint summary: it was reported that during surgery the trial bearing broke when the surgeon tried to take it out from patient. No patient harm. Occurred during surgical procedure. A visual check of the returned product oxf trl brg w/slots sml 3mm (item 32-422698, lot. Zb150401) confirms that the trail bearing has fractured along the back of the inserter slot, this could have been caused by too much force being applied by the oxford trial bearing extractor (32-422718) or as there is evidence of wear and damage on all the surfaces, this suggests that this instrument has been used for many procedures since it was manufactured in 2015. A dimensional inspection is not required for this event as this reported event is for a fractured trial bearing. The trail bearing has fractured along the back of the inserter slot this could have been caused by too much force being applied by the oxford trial bearing extractor (32-422718) or as there is evidence of wear and damage on all the surfaces, this suggests that this instrument has been used for many procedures since it was manufactured in 2015, therefore for this event the most likely root cause of the fracture to the trial bearing is wear and tear (ref. Reusable instrument lifespan manual 1219.4-glbl-en-issue date 2021-04-08). The product was most likely conforming to specification when distributed. A visual inspection of this device shows this event does not differ from previous reported events for the oxford trial bearing w/slots small 3mm as a result there is no change to the severity or occurrence for this event with the reported event is still considered to be within the severity of the risk file. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the trial bearing broke when the surgeon tried to take it out from patient. No harm to patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Due to circumstances surrounding the covid-19 pandemic, complaint product return cannot be performed at this time. Therefore, the complaint investigation will proceed with currently available information. Should the complaint product become available, the complaint investigation will be updated as appropriate. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as DHR can not be located with the provided item and lot combination. The item and lot combination will be verified once the product is returned. A review of the complaint database over the last 3 years has found no similar complaints reported with the item and lot combination. A review of the complaint database over the last 3 years has found 5 complaints reported with the item 32-422698 including the complaint (B)(4). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: root cause: the root cause could not be determined with the information currently available, therefore a specific hazard (line) within the risk table cannot be selected. The event type fracture/ broken is covered by several lines within the risk file, these lines have a severity of 1 (negligible no harm) for an event of this type, and a maximum occurrence of 2 (1 in 10000 to 1 in 10000) this gives an overall risk of low. Occurrence rate assessment: dec 2017 to dec 2020: (B)(4) items sold. Number identified: 5 (including initiating complaint). Occurrence ratio: 1 : 25350. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that during surgery the trial bearing broke when the surgeon tried to take it out from patient. No harm to patient. Belongs to z15 house set.